Event description:
The clinician experienced difficulty advancing the catheter into the patient vein. The catheter kinked on attempt to insert. The catheter was returned with a portion of the catheter missing. The reporter has been contacted multiple times regarding additional information and has not responded at this time.

Manufacturer narrative:
Results - one used partially activated unit was returned for analysis. Upon microscopic examination it was identified that 3/8 inch of the tip of the catheter was missing. Conclusions - the engineer stated that this type of defect is characteristic of the catheter being separated by the needle during insertion and pulled to failure.